Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-732b-(B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing 2.5 inches from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that as the benign prostatic hyperplasia (bph) procedure was "almost done" fiber broke was noted. "80-160" joules and 15:44 minutes had been used before when the fiber issue was observed. A second fiber was not required to complete the procedure. No patient injury was reported.